Event description:
Caller reported a malfunction on the pump with code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset, which resolved the issue as the malfunction did not recur. The customer was advised to continue using the pump and to call back if the malfunction code appeared again.